Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a pump error alarm. The blood glucose level was 12.9 mmol/l. Customer stated that they were unable to rewind the insulin pump. The product will return for the analysis.

Manufacturer narrative:
Device received constant no motor movement alarm during rewind due to corroded motor home switch. Unable to verify hardware low level failures, pump error and post-reset ram crc alarm due to constant no motor movement alarm.